Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A case study was submitted, for review titled: primary percutaneous intervention in an unusual vessel using an unusual technique. A case report: the patient presented to the hospital with chest pain, acute thrombotic occlusion of the svg to the om graft and haemodynamic instability (blood pressure of 90/64 mmhg). It was than decided, to perform primary pci of the svg to the om. The svg graft was engaged with 6 fr launcher judkins right (jr) guiding catheter. The lesion was crossed with a non-medtronic hydrophilic 0.014' guidewire. In view of the large thrombus burden, thrombosuction was carried out with an export advance aspiration catheter. Despite pharmacologic and mechanical tools, there was a large residual thrombus burden in the vessel with poor distal flow. Due to the deteriorating condition of the patient and unavailability of any other modality, it was decided, to perform guide catheter thrombosuction. One exchange length floppy tip non-medtronic wire 0.014' was passed alongside the pre-existing non-medtronic guidewire and the 6 fr launcher judkins right guiding catheter was changed to a less traumatic 5 fr judkins right guiding catheter over the exchange length floppy wire. The 5 fr judkins right guiding catheter was slowly advanced over the wire to the distal of the graft and the floppy wire was removed. Maintaining a constant and moderate negative suction, the guide catheter was slowly withdrawn from the artery and out of the femoral sheath. A large amount of thrombus was detected, following flushing of the catheter. It was reported, that there was a dramatic improvement in clinical condition of the patient with stabilization of haemodynamic status. The 6 fr jr guide was then advanced over the non-medtronic guidewire and the vessel was engaged. Subsequent, angiogram revealed, marked improvement in timi flow with very small residual thrombus. The culprit lesion at the proximal svg graft had significant stenosis, which was stented with a non-medtronic stent. The final angiogram showed, timi 3 flow in the vessel. The patient was discharged on day 4 and prescribed dapt.

Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.